Manufacturer narrative:
This is an initial report. Follow up will be filed if product is returned for evaluation.

Event description:
School nurse reports a child seizing after receiving too much insulin. Freestyle meter gave reading of 102 mg/dl and a couple minutes later the child had a seizure. The child was transported to the hospital. Course of treatment was not reported.